Manufacturer narrative:
Product event summary # damaged instrument straight suction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a damaged straight suction was received in materials. No patient present.